Manufacturer narrative:
No information from the customer.

Event description:
The customer reported the ventilator had a vent inop air valve liftoff failure. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers product support engineer advised the customer to reference section 6.1 of the esprit service manual for troubleshooting. The customer did not call back for further assistance. Attempts to gain more information from the customer yielded no response.